Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed is fully raised and will not lower. The account was able to lower the bed using the foot panel, but when the button was released, the bed raised unintentionally.